Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-39258. It was reported that a patient presented in-clinic for a revision procedure. Prior examination of the patient's right atrial (ra) and right ventricular (rv) leads revealed lead fracture. No electrical malfunction was reported. The ra nad rv leads were capped and replaced on (B)(6) 2021. No further patient consequences were reported.